Manufacturer narrative:
Siemens has completed an investigation of the reported event. No root cause could be determined and no systematic error could be identified. An analysis of the event log file showed that the multi-display-manager (mdm) of the large display did not respond to system requests initially for a few seconds and afterwards for about 2 minutes. The analysis of the mdm log file showed the following warning: "unexpected reset or power cycle". This error message leads to a watchdog-reset. The system detected the issue and reacted by switching to fluoro bypass mode which allows the user to only acquire x-ray fluoroscopic imaging with reduced image quality. An application restart did not resolve the issue and the user decided to move the patient to another system. After a full system restart the error did not reoccur. No systematic error could be identified and no further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an acute procedure, no ogp values were available and the wcu was not ready. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.